Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This will be filed to report post procedure, mitral stenosis and recurrent mitral regurgitation after post procedure. It was reported that the index mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with grade 4. Two clips were implanted, reducing mr to 1. On (B)(6) 2020, the patient had pulmonary vein isolation (pvi) treatment for atrial cells, a comorbidity prior to the mitraclip procedure and was discharged on (B)(6) 2020. The patient's mr grade ranged from mild to moderate. The patient continued to have shortness of breath during light exertion and symptoms of appetite loss recurred; therefore, the patient was hospitalized on (B)(6) 2020 for the purpose of implanting a left ventricular assist device (lvad). Transthoracic echocardiography (tte) showed mean pressure gradient was 8 mmhg, the patient had mitral stenosis. On (B)(6) 2020, the patient had surgery on the mitral valve and implantation of a lvad. The surgery for the mitral valve was intended to prioritize mitral valve repair as much as possible. However, due to the severe adhesion between the mitraclip and tissue, the physician decided that mitral valve repair was not possible and performed mitral valve replacement. A lvad was implanted in addition to the mitral valve replacement. The patient's condition after surgery is stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the mitral regurgitation (mr) and mitral stenosis. The dyspnea appears to be a cascading effect of the mr and mitral stenosis. Mitral stenosis, mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization, surgical procedure and additional therapy/non-surgical treatment were results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.